Event description:
After an implantation period of 1 day, it was reported that the ventricular threshold had risen and there was intermittent loss of capture. Furthermore, undersensing was detected. The lead was repositioned.